Event description:
Surgery start 11:43, spinal anesthesia, 89 yo white female pt somewhat sedated but responsive procedure commenced - vital signs stable, surgeon inserted prosthesis & was in the process of closing, sudden development of 3 degree heart block, 12:17 CPR begins. Temp. Pacemaker inserted & capture achieved. Pt. Stabilized & transported to unit. During transport pt began to deteriorate to pulseless. Vtach, vfib, shocked x 3 - asystole. CPR began 13:38. Pt expired 13:49.